Event description:
According to the reporter: the distal end of the black trocar cannula cracked. The crack was noticed during the procedure. Of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the distal end of the black trocar cannula cracked. The obturator was received. The trocar assembly was received. Visual inspection of the instrument noted the cannula was cracked at the distal end and the trocar assembly was broken where it joined the cannula. The circular and envelope seals were intact. A pmv dilator was inserted into each trocar with no binding or difficulty. The trocar failed an air leak test. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged trocar and expandable sleeve. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.